Event description:
I read an article stating that the FDA has recalled granuflo that is mfg by fresenius medical group, and my mother has dialysis 3 times a week, by a (B)(6) center, and they are still using their granuflo. Since my mom started dialysis 5 yrs ago, she has suffered a heart attack, and has a lot of cardiac problems, and chest pain. Her (B)(6) center admitted yesterday during her treatment that they are still using their granuflo. Isn't that illegal to use something that has been recalled? I also saw a commercial about lawsuits for this very problem. I am concerned that they are still using a product that you have recalled because of cardiac problems, and sudden death. Please let me know if what they are doing is okay and safe. (B)(6).